Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the mfg records will be reviewed as well as the sterilization records. We anticipate that the eval will reveal that the device conformed to specs prior to release. If anything otherwise is found, then a f/u report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Rep reported that the pt suffered an infection, which resulted in a removal of the device. Pt was treated with antibiotics and a new device was scheduled to be implanted on (B)(6). Add'l info explained the pt was a cancer pt currently under radiation therapy and on steroids, which reduces the immune system. The distal catheter backed out of the peritoneal cavity and coiled up sub cutaneously which is where the gram negative bugs were found.